Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the device rebooted while in use. No patient injury reported.

Manufacturer narrative:
The reported reboot could be comprehended by means of the electronic device log file. On the date of reported event (B)(6) 2016 it was found that during a software routine the pcb ¿m16 therapy control unit¿ was not responding as expected. As specified for this situation a reboot was initiated to fix the problem. The device tries a maximum of 3 reboots within 40s. These reboots are alerted to the user by the internal piezo speaker. If three restarts are not successful, the ventilation stops with audible alarms and the emergency-breathing valve opens to make spontaneous ventilation possible. During on-site inspection the pcb ¿m16 therapy control unit¿ was also confirmed to be root cause. Therefore the pcb ¿m16 therapy control unit¿ was replaced. The device was put back to operation afterwards without further problems reported.

Event description:
Please see initial-report.